Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-33, lot# v111325, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that "one day into the patient's vacation", the patient started feeling no stimulation sensation with a return of symptoms. The reporter indicated that there was no known event that caused the loss of stimulation. The patient was on program 2 at that time. The patient attempted to adjust stimulation later from ¿just over 2v¿ to up to 5.5v. However, the patient could still not feel stimulation. At the time of the report, stimulation was off. Stimulation was turned back on and adjusted to program 3 at 1.5v. The patient was subsequently able to feel stimulation.